Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model:sc-9218-15, serial: (B)(4), batch: 7072340/7072441.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of oozing at the site was noted. The patient underwent an explant procedure. All device components were removed and were not returned.